Manufacturer narrative:
During the index procedure one resolute onyx stent was implanted into the rca. During the staged procedure two resolute onyx stents were implanted into the lad. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were used to treat the rca and during a staged procedure one resolute onyx des was used to treat the lad. Approximately 5 months post index procedure and 4 months post staged procedure patient suffered nstemi and was treated with medication. Investigator assessed the event as not related to the index device and unlikely to anti-platelet medication. Sponsor assessed the event as not related to the index device or to the anti-platelet medication. Patient recovered.